Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: email.

Event description:
Consumer reports 2 alleged false positive sars results when compared to pcr test. Unknown if patient was symptomatic. Report 1 of 2.